Event description:
It was reported a patient had a right total hip arthroplasty. Subsequently, the patient was revised for the second time approximately 13 years later due to instability. The surgeon found the proximal cable fraying, non-union of the trochanter, and the trochanter impinging against the ilium superiorly, levering out anteriorly, leading to the anterior dislocations. The head and liner were revised, and one proximal cable was removed. The revision was completed without complication. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 00877503204 lot# 2724106 bioloxâ® delta, ceramic femoral head, xl, ã¸ 32/+7, taper 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed, with a subsequent revision for loosening. The patient began experiencing recurrent dislocations that were reduced. A second revision occurred due to instability, non-union, abductor dysfunction, and impingement. 3 images reviewed and not submitted to mmi as there sufficient documentation of impression, contained within the medical records. Submission of images would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.